Manufacturer narrative:
No samples were provided for the investigation. Based on the lot number the complaint product was produced in october 2013. A review of the device history record for the lot reported did not indicate any discrepancies that would have led to the issue reported. We have evaluated the retain samples, all measurements meet the specification requirements. However, a review the complaint history shows this is the fourth complaint for product code is6l in the past 12 months. Based on these findings a decision to initiate a recall was made.

Event description:
One of the premature neonates who was (B)(6) of gestation age was found to have a radiolucent structure in a chest xray from (B)(6) 2014. Ent confirmed there was a plastic foreign body visible.